Event description:
Physician was doing a branch fenestrated aortic abdominal aneurysm (aaa) repair using a stent for the renal artery and superior mesenteric artery (sma). When trying to advance the sheath into the left renal artery it could not pass an already existing renal stent from a previous procedure. He advanced the stent out of the sheath and the stent caught itself on the existing renal artery stent. The physician continued to push the catheter trying to get the stent across the existing renal stent and pushed the balloon catheter through the stent leaving the stent on the catheter shaft. The physician then pulled the stent catheter out of his sheath. Catheter came out fine but the stent came off of the catheter in the valve of the sheath. The catheter was removed with the stent in the valve and the case was finished with a different sheath without any issue.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the evaluation is completed.